Manufacturer narrative:
The pod was received deployed with corrosion on numerous internal components, including the commutator cap. Download data was not able to be retrieved as a result of the corrosion. Fluid was observed to leak from a tear on the unexposed portion of the soft cannula. The internal tear would contribute to the observed corrosion and data loss however without the download data, it could not be conclusively determined whether a hazard alarm was generated and if the internal tear contributed to the reported alarm. A crack was observed in both the top and bottom housing of the pod. It is unknown when or how these cracks occurred. It could not be determined whether the cracks allowed fluid ingress and further contributed to the observed corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod for an unknown duration. The pod generated a "pod error, discard the pod" error message during operation. The device investigation observed a tear on the unexposed portion of the soft cannula and fluid leakage during testing.